Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2007. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate anti-tachycardia pacing (atp) for a high rate event during an atrial arrhythmia. In addition, clinical data review noted that the right atrial (ra) lead exhibited a low p-wave amplitude. The ICD and lead remain in use. No further patient complications have been reported as a result of this event.